Event description:
It was reported that during device preparation prior to the implantation procedure, the pacemaker was interrogated and found to be in backup vvi mode. The pacemaker was not used and was replaced. No patient was involved.

Manufacturer narrative:
The reported event of backup operation was confirmed. The device was found to be in back-up operation mode upon receipt. Analysis of the device image was performed, and it was revealed that back-up mode was entered due to a reset error consistent with an integrated circuit anomaly. The device was restored by reloading the product code. Further analysis was conducted, and the device was found to be above the elective replacement indicator (eri) level. Backup operation was reproduced at cold temperature, which was found to be consistent with an integrated circuit anomaly. Assessment of total projected longevity was performed, and appropriate remaining longevity was found in the device. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.